Event description:
On 5/13/96 engineer learned from the hosp that the infusion pump allowed free flow of medication into a pt on 4/30/96. The hosp decided to call in a consulting co to test the unit on 5/9/96. Engineer was not provided details on the pt condition after the incident and whether serious injury had occurred. The unit was returned on 5/22/96 and inspected on 5/28/96. The unit was found to operate within specifications when the pumping mechanism was closed by pushing the orange latch, as instructed in the operating instructions provided. A triangular-shaped tab inside the door that presses against the orange latch when the door is closed was found to be broken and missing.